Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), appendicitis perforated ('appendix ruptured') and autoimmune disorder ('autoimmune disorder') in a 23-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test- yes. Results: total bilateral occlusion. Concurrent conditions included sjogren's syndrome, fibromyalgia and hypokalemia. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced alopecia ("hair loss"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"), 9 months 18 days after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), appendicitis perforated (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), acne ("hormonal changes describe: acne"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia/ dyspareunia painful sexual intercourse"), abdominal pain ("abdomen pain") and back pain ("back pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes); hysterectomy (partial). Essure (ess205) was removed in 2018. At the time of the report, the pelvic pain, appendicitis perforated, autoimmune disorder, acne, urinary tract infection, depression, anxiety, migraine, headache, tooth disorder, dyspareunia, alopecia, abdominal pain, back pain, vaginal discharge and fatigue outcome was unknown. The reporter considered abdominal pain, acne, alopecia, anxiety, appendicitis perforated, autoimmune disorder, back pain, depression, dyspareunia, fatigue, headache, migraine, pelvic pain, tooth disorder, urinary tract infection and vaginal discharge to be related to essure (ess205). The reporter commented: on (B)(6) 2006 (discrepancy noted). Discrepancy noted: as per current pfs device is not removed . Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2007: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2020: pfs received : events added-vaginal discharge, fatigue. Severity of abdominal pain, pelvic pain and back pain updated. Event onset dates updated. Concomitant conditions added. Lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and appendicitis perforated ('appendix ruptured') in a 23-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test- yes. Results: total bilateral occlusion. Concurrent conditions included sjogren's syndrome, fibromyalgia and hypokalemia. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced alopecia ("hair loss"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"), 9 months 18 days after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), appendicitis perforated (seriousness criterion medically significant), autoimmune disorder ("autoimmune disorder"), acne ("hormonal changes describe: acne"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), abdominal pain ("abdomen pain") and back pain ("back pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes); hysterectomy (partial). Essure (ess205) was removed in 2018. At the time of the report, the pelvic pain, appendicitis perforated, autoimmune disorder, acne, urinary tract infection, depression, anxiety, migraine, headache, tooth disorder, dyspareunia, alopecia, abdominal pain, back pain, vaginal discharge and fatigue outcome was unknown. The reporter considered abdominal pain, acne, alopecia, anxiety, appendicitis perforated, autoimmune disorder, back pain, depression, dyspareunia, fatigue, headache, migraine, pelvic pain, tooth disorder, urinary tract infection and vaginal discharge to be related to essure (ess205). The reporter commented: on (B)(6) 2006 (discrepancy noted). Discrepancy noted : as per current pfs device is not removed. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2007: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), appendicitis perforated ('appendix ruptured') and autoimmune disorder ('autoimmune disorder') in a 23-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test- yes. Results: total bilateral occlusion. Concurrent conditions included sjogren's syndrome, fibromyalgia and hypokalemia. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced alopecia ("hair loss"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"), 9 months 18 days after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), appendicitis perforated (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), acne ("hormonal changes describe: acne"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia/ dyspareunia(painful sexual intercourse)"), abdominal pain ("abdomen pain") and back pain ("back pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes); hysterectomy (partial). Essure (ess205) was removed in 2018. At the time of the report, the pelvic pain, appendicitis perforated, autoimmune disorder, acne, urinary tract infection, depression, anxiety, migraine, headache, tooth disorder, dyspareunia, alopecia, abdominal pain, back pain, vaginal discharge and fatigue outcome was unknown. The reporter considered abdominal pain, acne, alopecia, anxiety, appendicitis perforated, autoimmune disorder, back pain, depression, dyspareunia, fatigue, headache, migraine, pelvic pain, tooth disorder, urinary tract infection and vaginal discharge to be related to essure (ess205). The reporter commented: on (B)(6) 2006 (discrepancy noted) discrepancy noted : as per current pfs device is not removed diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2007: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2020: pfs received : events added-vaginal discharge, fatigue. Severity of abdominal pain, pelvic pain and back pain updated. Event onset dates updated. Concomitant conditions added. Lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), appendicitis perforated ('appendix ruptured') and autoimmune disorder ('autoimmune disorder') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test- yes. Results: total bilateral occlusion. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), appendicitis perforated (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), acne ("hormonal changes describe: acne"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia"), alopecia ("hair loss"), abdominal pain ("abdomen pain") and back pain ("back pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed in 2018. At the time of the report, the pelvic pain, appendicitis perforated, autoimmune disorder, acne, urinary tract infection, depression, anxiety, migraine, headache, tooth disorder, dyspareunia, alopecia, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, acne, alopecia, anxiety, appendicitis perforated, autoimmune disorder, back pain, depression, dyspareunia, headache, migraine, pelvic pain, tooth disorder and urinary tract infection to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2019: pfs received .reporter and patient demographics were added. Updated suspect drug indication. Event injury deleted and new events pelvic pain, hormonal changes describe: acne, infection (bladder/ urinary tract/vaginal) type: uti, depression, anxiety, autoimmune disorder, migraines, headaches, dental problems, dyspareunia, hair loss, appendix ruptured, abdomen pain and back pain added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.